Event description:
Ambu resuscitator manufactured by ambu, inc. Ref # (B)(4) lot# 1420637 failed to inflate after only one deflation. Complaint filed with ambu, inc. They will pick up item for evaluation.